Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation with a blister under the front therapy electrode also noted a burning irritation on her back. The patient's physician instructed the patient to place a band-aid or gauze on the blister and apply an over the counter anti-fungal cream. Follow up indicated that the irritations improved.